Event description:
It was reported that during a diagnostic portion of the procedure, a guide wire tip detached. Vascular access was obtained via the right femoral artery with a non bsc 6fr introducer sheath. After access was obtained the patient was administered 4000 units of heparin intravenously. The target lesion was located in the distal - mid left superficial femoral artery. Several non bsc catheters and a non bsc guide wire were successfully placed and exchanged during the angiogram procedure. The 300cm, 8cm v-18 guidewire was placed in the left popliteal artery. An angiogram was performed and the v-18 guide wire was removed and then reinserted. A multipurpose diagnostic catheter and a 6fr non bsc introducer sheath were exchanged while the v-18 guide wire maintained access. The v-18 guide wire was removed for reshaping but discarded after noticing that the tip had separated from the guide wire. The procedure was completed with another of the same device. No patient complications were reported and patient's status is unknown.

Event description:
It was reported that during a diagnostic portion of the procedure, a guide wire tip detached. Vascular access was obtained via the right femoral artery with a non bsc 6fr introducer sheath. After access was obtained the patient was administered 4000 units of heparin intravenously. The target lesion was located in the distal - mid left superficial femoral artery. Several non bsc catheters and a non bsc guide wire were successfully placed and exchanged during the angiogram procedure. The 300cm, 8cm v-18 guidewire was placed in the left popliteal artery. An angiogram was performed and the v-18 guide wire was removed and then reinserted. A multipurpose diagnostic catheter and a 6fr non bsc introducer sheath were exchanged while the v-18 guide wire maintained access. The v-18 guide wire was removed for reshaping but discarded after noticing that the tip had separated from the guide wire. The procedure was completed with another of the same device. No patient complications were reported and patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a fracture at 297 cm from the proximal end and also the wire presents kinks at 40 cm and 153.5 cm from the proximal end. Sem analysis revealed the fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).